Event description:
Additional information was received that complete heart block did not occur, and the patient was discharged from the hospital on their own pulse.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve in a patient with a pre-existing complete right bundle branch block, temporary pacing was initiated and remained in place following the procedure and upon returning to the room; however, it was not confirmed whether complete heart block occurred. Additional information was received that complete heart block did not occur, and the patient was discharged from the hospital on their own pulse. Additional information was received to clarify the temporary pacemaker was left in place following the valve implant procedure due to an unspecified arrhythmia and complete left bundle branch block.

Manufacturer narrative:
Updated data: b5, a second paragraph was added, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012423685); product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve in a patient with a pre-existing complete right bundle branch block, temporary pacing was initiated and remained in place following the procedure and upon returning to the room; however, it was not confirmed whether complete heart block occurred.